Manufacturer narrative:
Concomitant products: product ID 3998, lot # v080086, implanted: (B)(6) 2008, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type extension. (B)(4).

Event description:
Additional information received stated that it was unknown if there was a 50% or greater symptom reduction. A malfunction occurred and the battery overheated. No troubleshooting was performed, the cause of the event was not determined, but it was device related. The patient recovered without permanent impairment. It was noted the patient never showed up for his follow-up appointment on (B)(6) 2014.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had been removed in ¿march or april¿ because it had ¿shorted out.¿ it was stated that the ins was ¿cooking him¿ and was ¿working its way to the surface.¿ it was noted that the patient had first started having problems with the ins ¿about a year before it was explanted, in 2012.¿ it was noted that the patient did not have the leads explanted. Additional information received reported that the ins was removed ¿6-8 months ago.¿ it was stated that the ins had been heating up.